Event description:
It was reported that during a routine follow up, an attempt to program on the rate response was not possible because the programmer screen went blank and displayed an error message. It was also reported that a different programmer was attempted, however the same error occur. The device was removed and replaced due to low battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.